Manufacturer narrative:
Approximate age of device - 32 days. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit, low speed and pump off alarms were noted in the log file. The patient stated that he did not receive any alarms. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The investigation confirmed the reported system stop event during review of the log file. It was noted in the log file that the pump speed fell below the low speed limit and completely stopped for approximately 2 seconds. The speed ramped back above the low speed limit and remained there until the driveline was disconnected to exchange the system controller. Prior to and after the motor stop event there were no atypical alarms active in the log file. The system controller was functionally test and was found to operate as intended during the analysis. Atypical pump stops were not observed or reproduced. A root cause for the momentary system stop was unable to be determined. Similar incidences have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.